Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent ventricular undersensing. No intervention or patient symptoms were reported. The patient would continue to be monitored.